Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with neuro stenosis and underwent lumbar spine fusion at l5-s1. During the surgery, the implant broke when surgeon tried to implant. Broken implants were removed and replaced with another implant. The products came in contact with the patient. No fragment remained in the patient. No patient symptoms or complication were reported as result of this event.